Event description:
Additional review of the patient's diagnostic data revealed that the last diagnostics were performed on the date of implant ((B)(6) 2009).

Event description:
On (B)(6) 2013, it was reported that the patient's mother stated that they finally took "that thing" out of the patient before it killed her. After this, the patient's mother hung up the phone. Review of the patient's programming history indicates that the patient's device was disabled on (B)(6) 2011. Diagnostics performed that day indicate the device was within normal limits.

Manufacturer narrative:
Describe event or problem, corrected data: initial report stated that diagnostics were performed on (B)(6) 2011; however, the last diagnostic results availabe were from (B)(6) 2009. The information has been corrected on this report.